Event description:
It was reported that the system had a filament regulator failure. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator board was evaluated and replaced, and the 5v power supply was adjusted to 5.20v. The candlesticks were regreased and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.